Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that the quantum2 won't output energy. The procedure was completed with competitor device. No patient injuries, complications or significant delay were reported.

Manufacturer narrative:
The returned unit was returned for evaluation as an MDR and intended for treatment. There was a relationship found between the reported incident and the returned device. Visual inspection of the returned controller found no physical or manufacturing abnormalities. Functional evaluation found that the controller had no voltage output. The inside of the controller was inspected, but no discrepancies were found associated with the various electrical components. A detailed investigation of the related output component indicates possible electrical component damage. The complaint was verified and the root cause was determined to be associated with a possible electrical component failure on the main board. Factors unrelated to the design and manufacture of the controller that could have contributed to the complaint event includes: a power surge at the customer¿s facility to the controller which could have caused internal component damage; a short in a used wand which could have caused internal component damage to the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.